Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73b1900430, samples were functionally inspected or fired, and the issue reported clips not loading properly was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips came out closed when they were loaded into the jaws of the applier. There was no reported health injury and no clips fell into the patient.